Manufacturer narrative:
(B)(4).the sample has been discarded after use and is not available for evaluation. No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of user error. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of the incident was mis-use. The patient stated that she only wanted to change the cassette and will not change the bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted baxter's global technical services (gts) regarding a reload the set 202 alarm that occurred on the homechoice (hc) unit. The hp stated she was not connected. The technical service representative (tsr) advised the hp to start over with new supplies. The hp stated that she would not change the bags. The tsr explained the risk of contamination. The hp further stated that she only wanted to change the cassette. No further detail is available at this time.